Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform any testing due to complete damaged to the lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 11.6 mmol/l at the time of the incident. The customer states pump screen has a blue dot but can no longer see what the pump has written on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.